Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the locator was already kinked. When the angio-seal poly-foil pouch was opened, the tip of the locator was already kinked. The device was not used and hemostasis was successfully achieved by manual compression. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 8 fr. Hemostasis was successfully achieved by manual compression. There was no health damage to the patient.